Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for cervical radiculopathy and spinal pain. The rep reported that they are experiencing intermittent shocking, where the stimulation jolts for a few seconds. They mentioned that impedances were normal. The rep stated that about 90 days ago, the patient reports they had an altercation with the police and was hit with a night stick at the implantable neurostimulator (ins) location. The patient indicated that since the altercation, they have had the shocking issue. It was mentioned that the shocking also occurs when the ins is off. The rep stated that the patient¿s physician is planning to replace the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the physician is asking for authorization for the implantable neurostimulator (ins) replacement, but nothing has been scheduled at this time. The patient¿s weight at the time of the report is unknown. The rep indicated that the ins will be returned once explanted. No further complications were reported or anticipated.